Event description:
On 7/18/96, a co port was placed in the arm of a pt, age 21, an active male. The port was placed in the left basilic vein. Four days later, the pt returned for therapy and clinicians found the catheter in the right atrium. The port was removed and the catheter was retrieved. A second port, from another MFR, was then placed. The pt returned on 9/6/96 with problems with second port.